Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer's mother reported that after 3-4 days of wearing the sensor, customer experienced symptoms described as redness, pain, irritation, and "transparent secretion" at the insertion site. Customer had contact with an allergologist and dermatologist and was prescribed clatra 20mg (oral antihistamine) tablets and cutivate (steroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. Extended investigation has also been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Thus, these complaints are not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer's mother reported that after 3-4 days of wearing the sensor, customer experienced symptoms described as redness, pain, irritation, and "transparent secretion" at the insertion site. Customer had contact with an allergologist and dermatologist and was prescribed clatra 20mg (oral antihistamine) tablets and cutivate (steroid) ointment for treatment. There was no report of death or permanent injury associated with this event.